Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2025 block d6b: explant date: 2025. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50, serial number:(B)(6), batch/lot number:7071498, model/catalog description: coveredge 32 surgical lead kit 50 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-4316, batch/lot number: 23537323, model/catalog description: clik anchor, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulator (scs) explant procedure. No other information could be obtained.